Manufacturer narrative:
Investigation summary: two pictures and two samples were received by our quality team for investigation. Upon visual inspection of the two pictures and in one of the samples received (open sample), the white particles can be verified. Upon further visual inspection of the particles, it appears to be plastic from the cylinder of the injector during the manufacturing process. A device history record review found no non-conformances associated with this issue during production of this batch. With no quality notifications identified during the manufacturing process, the root cause of this incident cannot be confirmed although it seems as if the device may have brushed between the pieces of the manufacturing machine causing the white particles. The appropriate personnel have been notified of this incident and a project was opened in fiscal year 2018 to improve this defect. This lot was manufactured before the implementation of improvements. Investigation conclusion: to pictures were received showing the particles on the injector. Two samples have been received on (B)(6) 2018. The defect is confirmed in one of them (open sample). Some with particles were found in the surface. It seems to be plastic from the cylinder of the injector. Any brush between the pieces of the machine of the product may have caused the claimed defect. No qn's or maintenance interventions which may be the root cause od the defect were found durind DHR review. Fm to pictures were received showing the particles on the injector. Two samples have been received on (B)(6) 2018. The defect is confirmed in one of them (open sample). Some with particles were found in the surface. It seems to be plastic from the cylinder of the injector. Phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Internal procedure ha-015 describes all the rules and instructions to follow before entering the phaseal area. Before coming into the phaseal assembly area: wash and dry their hands before coming into the clean room. Remove rings and if that is not possible, then wear gloves. Wear the hair and beard cover and check that hair and ears are fully covers. Leave external shoes and use clean room shoes. The bench divides the room in external area and clean room. In each area step only with designated shoes or covers for it. Disinfect the hands. Get a clean room gown dressed and check that it is completely buttoned and fully covers the personal clothing. Check the following: no supplements (jewelry, jewelry pin, no makeup), clean room shoes or shoe covers correctly set, all buttons fastened, the coat sleeve covers personal clothing. Wait some seconds before opening the door. Operators and other habitual personnel of the area wear especial clothes. Fabric is antistatic and do not release fiber. Clean room gowns are made with the same material. New equipment (flow cabinet for visual inspections/re-process) and machines encapsulation have been installed in phaseal assembly and molding area. The brushes for cleaning have been changed for others that not loose fibers. Clearance and cleaning of the assembly line are performed according to (B)(4). Conclusion the particles seems to be from the same cylinder. Any brush between the pieces of the machine of the product may have caused the claimed defect. No qn's or maintenance interventions which may be the root cause of the defect were found during DHR review (lot#1712001, assembly lot#7331856). A new project was open on fy'18 ((B)(4)) to improve the cleaning of the lines. The lot was manufactured before the implementation of the improvements. Personnel in the area has been aware of the complaint. Root cause description: the particles seems to be from the same cylinder. Any brush between the pieces of the machine of the product may have caused the claimed defect. No qn's or maintenance interventions which may be the root cause of the defect were found during DHR review (lot#1712001, assembly lot#7331856). Rationale: based on the low severity and frequency of the defect (according to ps-001), it was determined that no CAPA is required.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c had white particle foreign matter observed on the blue part of the injector. Found before use. No reports of serious injury or medical intervention noted.